Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: -, ubd: , UDI#: (h3,h6): the manufacturing representative (rep) went to site to test the imaging system and found that the pendant was displaying as the door is opened, even it appeared to be closed. Rep replaced door switch and cable guides. System functioned as intended. Codes b01, c07, d02 are applicable. Additional codes: codes annex g and annex f are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant shows gantry as opened, when it appeared to be fully closed due to which they are unable to spin. No patient was present.